Event description:
A doctor alleged that a channels niti pt file 25 mm had broken in the canal during a patient's procedure.

Manufacturer narrative:
The patient was dismissed from the office with the broken part left in place within the canal. Upon the patient follow up visit, the doctor left the broken part left in place and completed the procedure, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; however, two (2) files with unknown lot number were returned. It is not definitive if these files were from the same lot as the alleged incident. A visual and physical test was performed on these two files, yielding results within specifications.